Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on escape button. No button error alarms noted.scratched display window, cracked case near display window corners, torn keypad overlay and cracked battery tube threadsnoted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, battery out limit alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was performed. The device was returned for analysis.